Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that high pacing thresholds were observed after placing the left ventricular (lv) lead. The initial placement site was abandoned. The lead was pushed slightly but pacing thresholds were still high. An attempt was made to remove the lead; however, the lead tip became stuck in the vessel and could not be easily removed. As a result of efforts such as pushing the guiding catheter down, the lead could be removed but a coronary sinus dissection was confirmed via angiography. Echocardiography and blood pressure were checked but there were no notable changes in the patient and no signs of cardiac tamponade. A different lead was implanted. No further patient complications have been reported as a result of this event.